Manufacturer narrative:
The issue was resolved by changing to a different lot of reagent. The instrument has been checked for any performance issue that might impact this chemistry. Since the issue was reagent related, service was not requested for this event.

Event description:
...

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false positive rf results generated by the immage 800 system using lot m908398. The results were reported outside of the laboratory. There was no affect to patient treatment with regard to this event.